Event description:
The customer alleged that the 840 ventilator stopped cycling while in use on a pt. The hospital confirmed that the pt was not harmed or injured. Customer support engineer (cse) inspected the device and could not duplicate the reported event. The cse did verify the error code in memory that substantiates the customer's claim. The cse replaced the breath delivery cpu pcb as a precautionary action. The unit passed extended self testing. This report is not an admission that this device caused or contributed to the event alleged in this report.